Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a short delay in response or the touch pen was off when clicking the field. Technical support (ts) helped the client run the touch pen calibration and the issue was resolved. The device was restored to service. No patient complications were reported as a result of this event. The event date is month and year specific.